Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The complaint catheter was inspected and it was found deflection and contraction mechanism activated and stuck. Manufacturing team investigation was performed and revealed that the slug slot was found was found disassembled from its place due to an incorrect amount of polyurethane (pu) on pulley assembly and slug slot, leads to the catheter locked in deflected position or with an over lapping loop/ knotted position. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed. Based on available analysis results, complaint appears to be caused by internal bwi operations, specifically, the manufacturing process. Additionally, the customer provided a video of the reported malfunction. According to video provided by customer, the tip of the loop did not contact when contraction mechanism was moved. From the video provided, the customers complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a lasso¿ 2515 nav variable catheter and the deflection mechanism became stuck. It was initially reported by the customer that at the beginning of the procedure contraction and deflection issues occurred. It was reported that the lasso¿ 2515 nav variable catheter lost its loop contraction ability and couldnt deflect. The catheter was exchanged to continue the case successfully. There were no reports of patient consequence. The reported loss of loop contraction and catheter deflection mechanism were considered not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 1/14/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/8/2020, during product evaluation, the device was found in a fully deflected position with its loop fully contracted. Catheter failed deflection test since it cannot be undeflected and uncontracted (stuck). These findings were assessed as an MDR reportable malfunction.